Manufacturer narrative:
The devices were exchanged without incident and there was no reported patient injury. The devices were not returned to heartware for analysis and testing; therefore the cause of this reported event cannot be determined. Abnormal battery behavior is a known issue; while the causes are multifactorial, it has been demonstrated that this issue is most likely related to a faulty internal cell pair. An internal investigation (CAPA) has been opened to address the issue. This is one of two reports (3007042319-2014-00591 and -2014-00592) submitted for devices related to the same event.

Event description:
Approximately thirteen months post hvad implantation, the site reported that the patient experienced power source change in the controller earlier than expected. The battery was removed from the patient and a new battery was supplied. No harm or injury to the patient was reported as a result of this incident. A preliminary review of the controller log files revealed a loss of power on the reported event date.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt. This is one of two reports (3007042319-2014-00591 and 3007042319-2014-00592) submitted for devices related to the same event. Evaluation in progress.